Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that the needle 18x1-1/2 ll eclipse was blocked during use. The following information was provided by the initial reporter, translated from portuguese to english: "needle does not suck."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 18x1-1/2 ll eclipse was blocked during use. The following information was provided by the initial reporter, translated from portuguese to english: "needle does not suck."